Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by their dentist who highly recommended them to stop aligner treatment because it is messing up the roots of their teeth. This is a contraindicated patient.